Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was slow to power up. There was no reported patient involvement/ adverse patient impact.

Manufacturer narrative:
Correction: updated codes results and conclusions to reflect investigation findings.